Event description:
It was reported that the siderail drops quickly when lowering and the scale is inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.